Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b3, b5, b6, h6 the event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade iii/IV; "fluid adjacent to the implant"

Event description:
Healthcare professional later reported "breast hardening, persistent pain", "capsular contracture" diagnosed via MRI "grade iii/IV capsular contracture" and "deformation". Healthcare professional later reported "fluid adjacent to the implant, thickening, and enhancement of the fibrous capsule; radial folds".

Manufacturer narrative:
Continued e1 (phone number): (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported "pain, hardened breast, capsular contracture". This record is for the right side. Device remains implanted.